Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of the index surgical procedure please clarify the type of hysterectomy performed. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with dehiscence (# of post-op days)? (Event date was listed as (B)(6) 2020, please clarify procedure date and date of dehiscence) what was appearance of suture during reoperation? Did the stratafix suture break? If so, where (termination, middle, end)? Did tissue pull out of the suture? Was there any precipitating stress factor for the wound dehiscence? Other relevant patient history/concomitant medications lot # what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent hysterectomy on an unknown date and barbed suture was used. The patient had a dehiscence on the vaginal cuff after the procedure. The patient went back to the or to be repaired. Additional information has been requested.

Manufacturer narrative:
(B)(4). Patient code: 1858. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure. Pt 49y.o, bmi 32 date of the index surgical procedure (event date and procedure date were listed as 7/1/2020, please clarify procedure date and date of dehiscence). Date of original procedure 6/30/20, date of vaginal cuff repair 7/17/20 the diagnosis and indication for the index surgical procedure? Abnormal uterine bleeding please clarify the type of hysterectomy performed. Total vaginal hysterectomy on what tissue was the suture used? Vaginal cuff tissue was used for holding suture. ¿closed using a series of interrupted figure-of-eight delayed 0-vicryl sutures with care given to incorporate the vaginal mucosa, underlying fascia, and peritoneal edge on each anterior and posterior bite.¿ what date did the patient present with dehiscence (# of post-op days)? Patient presented pod #15 with fever, dehiscence noted on pod #17 what was appearance of suture during reoperation? No information regarding appearance of suture in reoperation. ¿a 2cm separation at the midline was noted in the vaginal mucosa.¿ ¿a single stick of 0-vicryl was placed at midline to re approximate the vaginal mucosa.¿ other relevant patient history/concomitant medications. Sigmoid stranding with diverticulosis what is the patient¿s current status? Patient doing well currently the following information was requested but unavailable: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the stratafix suture break? If so, where (termination, middle, end)? Did tissue pull out of the suture? Was there any precipitating stress factor for the wound dehiscence? Lot # what is the physician¿s opinion as to the etiology of or contributing factors to this event?